Event description:
An ipp device was implanted on 8/23/88. Info received on 5/16/97 indicates a revision surgery was performed on 11/7/88. The entire device was removed from the pt on 7/13/93, reason not provided. Unable to obtain add'l info.